Manufacturer narrative:
Device is end of service life. H3 other text : device end of life.

Event description:
It was reported to philips that the device is giving a "replace battery" message. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.